Manufacturer narrative:
The initial MDR 1219913-2014-00264 submitted on october 15, 2014 reported four non-reproducible advia centaur cp troponin ultra (tni ultra) results. December 16, 2014 - additional information. Siemens service went back on site and performed additional service to the instrument. The valve manifold, sample syringe, bearing transport ring and some tubing were replaced. The service engineer noted that the pcb ring sensors were defective and replaced them and calibrated the ring. The issue has been resolved by service to the system.

Event description:
Customer observed four non-reproducible advia centaur cp troponin ultra (tni ultra) results. The initial results were elevated and repeated lower. There are no reports that treatment was altered or prescribed or adverse health consequences based on the non-reproducible advia centaur cp troponin ultra results.

Manufacturer narrative:
The cause of the non-reproducible advia centaur cp troponin ultra results is unknown. Quality control results are within range. Siemens sent service on site to inspect the instrument. The engineer adjusted the position of the reagent and sample probes. The wash station was inspected and no issues were observed. The reagent syringe was replaced due to slight leak. No conclusions can be drawn as to the cause of the non-reproducible results. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."